Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia procedure and mesh was implanted. When the hospital opened the mesh packaging, several holes in the inner foil were noted. There were no reported patient consequences. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested and the following has been received: what type of hernia repair was being performed, indicate open or closed: open; where the holes noted in the packaging after opening the product: yes, after opening the outside package; please confirm that the product that was in the packaging with holes did not come in contact with the patient thus no actual patient consequences: confirmed; devices are one per box. Was the device in its original box and if yes was there any damage to the outside box which holds the foil pouch and device: yes, no; how was the product stored, was anything resting on top of the mesh packaging: nothing was rest on the top of packaging.

Manufacturer narrative:
Visual inspection was performed with the naked eye and a tear was found in the foil. The entire foil was extremely wrinkled. The tear does not appear to be a manufacturing defect.